Event description:
The user facility reported a 73-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced a purge fluid leak coming out of the reservoir chamber. A day after this event, the patient experienced ventricular tachycardia. The pump position was checked and it was in the correct position. In the following days the patient condition deteriorated and decision was made to withdraw care.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Purge leak pump- the root cause of the purge leak was unable to be determined as the pump was not returned for investigation. The root cause of the vf/vt/af/at could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.